Event description:
Boston scientific received information that during a routine follow up the patient with this right ventricular (rv) lead informed the field representative that one day prior (B)(6) 2012, the patient had undergone a revision procedure. Until today (B)(6) 2012, no boston scientific technical services (ts) agent or field representative was informed of the previous revision one day prior. It was noted, that this right ventricular (rv) lead had revealed a rise in pacing impedances greater than 2000 ohms. In addition, oversensing for an unknown duration was observed which led to inappropriate therapy being delivered and the patient received a shock. The decision was made to abandoned the lead and a new competitor lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.